Manufacturer narrative:
The customer has ordered new emergency stop button spare part and the lift is repaired and functional.

Event description:
The customer state that the red emergency stop on the control box of the lift has been lost.